Manufacturer narrative:
A medtronic representative, following-up at the site, reported it was suspected the reference frame moved. They re-registered the patient and were accurate using navigation for remainder of the case. The inaccuracy was approximately 1 centimeter. Two subsequent procedures were performed with no accuracy issues. No parts have been received by manufacturer for analysis.

Manufacturer narrative:
(B)(4).

Event description:
A medtronic representative reported that, approximately 30 minutes into a functional endoscopic sinus surgery (fess), the surgeon alleged an inaccuracy. The same inaccuracy was seen in using 2 different instruments, the rad 40 and the straight suction. In trouble-shooting, the patient was re-registered and accuracy was restored. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that the surgeon was not following on-label use of the system. The patient was scanned with ge instatrak headframe on their head, and they use external landmarks (radio opaque beads) on the ge frame to complete point merge registration. Therefore, the ge head frame is on when patient is scanned, taken off the patient, several weeks pass by, and then its placed back on the patient for registration. Also, the surgeon did not complete the point merge, the scrub tech did, and he did not do a very thorough check of the registration accuracy (although it was within acceptable reg error metric). The patient tracker was used without the head frame, so it possible that it moved during the procedure. All of these factors contributed to the reported inaccuracy, and surgeon re-registration resolved the issue. The rep instructed the site on the proper use of the navigation setup and use of the equipment